Event description:
Contacted regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of automated peritoneal dialysis therapy. Per initial connecting transfer set to the pt line of the homechoice machine. The home pt heard the alarm sound and then connected to the setup. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.